Manufacturer narrative:
Initial reporter information was unavailable at the time of filing. It was noted that the complaint source was an individual at the shipping company. However, no further information was provided. No parts have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported that the navigation system fell during transportation/shipping, and the monitor and drawer were damaged. It was planned for the part(s) to be replaced at a later date. There was no patient involvement.

Manufacturer narrative:
The drawer was returned for analysis. Functional testing determined that the drawer was damaged but otherwise operational. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9734686, serial/lot #: (B)(4). Correction: the previous value provided does not apply; no 510(k) provided as this device is not released for distribution in the united states. Correction: analysis results for the lcd monitor were disclosed in the previous supplemental regulatory report. Another monitor was returned to medtronic for evaluation. This returned monitor had no apparent physical damage and was fully functional when connected to a known good system. There was no problem found with this monitor. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The lcd monitor was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned monitor front bezel had separated from the back housing along the top edge. There was also a broken piece rattling around inside the housing. Otherwise, the monitor was functional when connected to a known good system. If information is provided in the future, a supplemental report will be issued.